Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated erroneous sodium and potassium results. Customer reported they noticed the issue when some of the samples were running higher than normal. Customer reported the erroneous results were not reported out of the laboratory. Customer reported they replaced the sodium electrode, the sodium reference electrode and the potassium tip 2 days prior to the date of the event. Bec analysis of the patient data provided by customer indicated the potassium results were within the assay's precision claim. Bec field service engineer (fse) noted gel on the modular chemistries (mc) sample probe wash collar. The fse replaced the mc sample probe and wash collar. The fse also noted cracks in the electrolyte injection cup (eic) block. The fse replaced the eic assembly and the carbon bridge. The fse verified performance. There was no report of any adverse event or injury requiring medical intervention or patient treatment.